Event description:
It was reported that the system 8800 locked up during a procedure. There was no adverse pt involvement reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The ps1 power supply for 5 vdc was found low and was replaced. The circuit boards were reseated. The system was tested and found to be working as intended and placed back into service.